Manufacturer narrative:
Exact date unknown, event occurred 3 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient had an extended ipg charging time. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg was not returned.